Event description:
It was reported that the lead was inserted and testing cable was connected. While running the verification test, the resident connected the monopolar cable to the lead test cable just as the verification process was being completed so it came back as unable to verify. The manufacturer's representative (rep) reset the configuration to include the monopolar test cable and ran the test again and it continued to be unverified. The rep ran an impedance test and almost all contacts were showing red. Contact 1 was the only one that had some yellow. It was reported the issue could possibly be related to the dbs app, since it started working after restarting the app. The cable was disconnected and reconnected and tried some half turns but the error remained. After trying this a couple of times, they tried a new testing cable but got the same result. So, a new lead was then opened and again got the same result. The rep rechecked the lead configuration set up and it was all correct. At this point, the dbs app was closed down and restarted a new ens connection. When the rep reran the verification, it came back ok and impedances were normal. The issue was resolved at this time.

Manufacturer narrative:
Section d10 references: product ID a610 lot# serial# unknown. Product type software product ID neu_stylet_acc lot# serial# unknown. Product type accessory product ID b3300542 lot# serial# (B)(6). Product type lead product ID b31040 lot# 082n23621. Product type screening device product ID b3300542 serial# (B)(6). Product type lead product ID b31040 lot# 082n23621. Product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 04-nov-2023, UDI#: (B)(4) h3. Analysis of the lead (s/n (B)(6)) found no anomaly. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.